Event description:
It was reported that during a device system implant, the physician was unable to loosen the ventricular set screw after the ventricular lead was connected. The physician was able to position the lead with the pulse generator attached and the device remained implanted.